Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) and prolapsed anterior leaflet for a mitraclip procedure. During the procedure, posterior leaflet was observed to be damaged while making a grasping attempt. A decision was made to maneuver the clip lateral to the damaged leaflet. Another mitraclip was implanted adjacent to the first clip to stabilize it. Both the clips remained stable on leaflets. However, the mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported tissue injury appears to be related to procedural conditions. However, a cause for the reported unchanged mr cannot be determined. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.